Event description:
A patient reported blood glucose results of "291 mg/dl, 140 mg/dl, and 136 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced to further troubleshoot the meter.